Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06332, 2938836-2019-06333, 2938836-2019-06334. It was reported that the patient presented at a follow-up in clinic with a pocket infection. The physician explanted the implantable cardioverter defibrillator, the right atrial lead, the right ventricular lead, and the left ventricular lead. The physician connected the patient to a temporary pacing system. The patient was in stable condition post-procedure.